Event description:
It was reported that the lead was implanted as a jugular temporary right ventricular (rv) lead. At some point during the evening the lead was actively pulled back and became dislodged. The rv lead was removed and a new rv lead was implanted via the internal jugular vein. This new temporary lead was then externally connected to a permanent pacemaker for ambulatory temporary pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).